Event description:
It was reported that the patient was out with friends and fell on her stomach. Since then she was been in and out of hospital with gastroparesis. No additional relevant information has been received to date.

Event description:
Information was received that the fall had occurred and the patient and then gastric symptoms occurred. Patient had testing administered by gi doctor. An ER indicated vns was intact. No additional information has been received to date.